Event description:
My 17-year-old daughter has been a type 1 diabetic for 15 years. We use a dexcom g7 system to monitor her blood glucose and pair with her insulin pump (tandem t-slim) to deliver her needed insulin. We have used dexcom products for several years, namely the prior-generation g6 and g7. We receive 9 dexcom g7 sensors for 90 days, as each sensor is supposed to last 10 days. We received our most recent shipment in july, and 7 of the sensors have suffered some kind of failure well before their 10-day limit. Some gave incorrect readings and stopped working, others fell off prematurely. Tonight, the unit separated from the plastic holding it to my daughter's arm; the sensor fell off but the adhesive ring was still firmly attached. This is a far higher rate of sensor failure than we have ever experienced. Dexcom has been prompt about issuing replacements but we are concerned by what appears to be a steep decline in quality for a life-essential technology. Patient code: 1905. Device code: 1535; 2292; 2907. Reference reports#: mw5175647, mw5175705, mw5175706, mw5175708, mw5175709, mw5175710.